Event description:
While in surgery the surgeon reported the hf-resection electrode loop had broken apart. Operating room (or) staff opened another loop and surgery was continued. Metal pieces were flushed into the bladder where surgeon reported that patient would be able to pass microscopic pieces of metal.